Event description:
The pump was reported to be set at 16 ml/hr with 800 units of heparin. Forty-five minutes later the pump was operating at 100 ml/hr. The patient's prothrombin time level remained unchanged. No patient injury resulted.